Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a surgical procedure there was no phacoemulsification power when the footpedal was depressed. The case was completed using an alternate system. There was no harm to the patient. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer reported that the system had no phaco power when the footswitch was depressed during the phaco step of a surgery. The surgery was delayed for an hour and was completed using another system. There was no patient harm. The company service representative examined the system and no problems were found. The system was manufactured on january 18, 2013. Based on qa assessment, the product met specifications at the time of release. The company service representative evaluated the footswitch and found the footswitch to be nonconforming. The footswitch was replaced. The system was then tested and met all product specifications. The footswitch was manufactured on october 19, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The footswitch was found to be nonconforming. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).